Event description:
It was reported by service report that the bed was not functional and bed lifts were stuck in an elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler.